Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. This complaint is not confirmed with respect to erroneous results based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced erroneous results. This was reported to have occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the blood sugar levels were shown very low (erroneous) for patients both diabetic and non-diabetics. Approx. 45-50 patients out of 200 patients had this issue of false / low values of blood glucose."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced erroneous results. This was reported to have occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the blood sugar levels were shown very low (erroneous) for patients both diabetic and non-diabetics. Approx. 45-50 patients out of 200 patients had this issue of false / low values of blood glucose."